Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 19866457, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing shocking and discomfort in the neck with stimulation on. It was also reported that the patient had inadequate stimulation and that the ipg placement was uncomfortable. The patient underwent an explant procedure and was doing well postoperatively.